Event description:
Boston scientific crm received information that the patient with this cardioverter resynchronization therapy defibrillator (crt-d) died in 2008 in his bathroom while sitting on the toilet. The cause of death is currently unknown. The physician wants to know if the device inhibited therapy for any reason.

Manufacturer narrative:
A save to disk and memory dump were also performed and sent for analysis as well. Engineering reviewed the sent data and found that this device had no recorded resets or faults and all regularly scheduled firmware tasks appeared to be running normally. The device did not record two spontaneous, nonsustained episodes in 2008. Both episodes show asystole in the atrial channel, and the shock channel appeared weak and were possibly recorded post-mortem. The device did not inhibit therapy for these two episodes because the duration was not met. The crt-d was explanted and returned for analysis. No additional information is available. This product issue will be updated after analysis is completed.